Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that while doctor was removing plate # 627606 from patient. She had a non union and another femur fracture removal of 6 proximal screws went well, but three remaining screws seem to have been cold welded. Four screwdrivers/ blades broke when removing the screws, one of which remains in the plate.

Manufacturer narrative:
The reported event that a screwdriver t20 was alleged of breakage could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The screwdriver tip broke because the screw was jammed into the plate, thus resulting impossible to remove with a standard screwdriver. This jam happened very likely because power tool was used during primary surgery for final screw insertion. The device inspection revealed the following: the tip of the screwdriver resulted evidently broken. The breakage feature is typical of overtorque. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique (ies-st-1 en rev 2 implant extraction set optech) was reviewed: ''the development of locking plate technology has led to ¿cold welding¿ of screws to the plates. [¿] warning: if screws are cold welded to the plate, carbide drills may be required.'' The instruction for use (v15011 rev n 05-2016 instruments IFU ot-IFU-179) was reviewed: ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; [...] For your information, avail yourself of the training courses and publications offered by stryker (e.g. Operative techniques).'' No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that while doctor was removing plate # 627606 from patient. She had a non union and another femur fracture removal of 6 proximal screws went well, but three remaining screws seem to have been cold welded. Four screwdrivers/ blades broke when removing the screws, one of which remains in the plate.